Manufacturer narrative:
Stryker evaluated the customer's device and was able to verify and duplicate the reported issue. The therapy cable was replaced to resolve the reported issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
The customer contacted stryker to report that their device had an error code indicative of a biphasic device possibly delivering monophasic energy as well as low energy. As a result, defibrillation therapy may be inappropriate or unavailable, if it is needed. There was no patient use reported with the event.

Manufacturer narrative:
Corrected data: the initial medwatch report h11 additional mfg narrative indicated: stryker evaluated the customer's device and was able to verify and duplicate the reported issue. The therapy cable was replaced to resolve the reported issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. The initial medwatch report h11 additional mfg narrative should indicate: stryker evaluated the customer's device and was able to verify and duplicate the reported issue. The therapy pcb assembly was replaced to resolve the reported issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Additional information: further investigation of the replaced therapy pcba verified there was an electrical short on designator cr30 which caused the reported issue.

Event description:
The customer contacted stryker to report that their device had an error code indicative of a biphasic device possibly delivering monophasic energy as well as low energy. As a result, defibrillation therapy may be inappropriate or unavailable, if it is needed. There was no patient use reported with the event.